Event description:
It was reported cadd pump medication cassette was inserted but cannot be filled. The line is not straight in the cassette. If the line is pulled straight it transports the medication through the system. No patient injury was reported.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed no discrepancies. Functional testing involved connecting to prime to a cadd legacy pump. No discrepancies were detected, the product primed with no difficulty and liquid flowed through the whole device. Based on the investigation, the complaint allegation was not confirmed. There were no relevant findings detected in the DHR.